Manufacturer narrative:
This case was initially received via (B)(6) ((B)(4)) on 09-may-2017. This spontaneous case was reported by a regulatory authority and describes the occurrence of death ("death") in a (B)(6) female patient who had essure inserted for tubal ligation. On an unknown date, the patient had essure inserted. Death occurred in 2014. The reporter provided no causality assessment for death with essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be initiated as a batch number or sample was not provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 12-may-2017: quality-safety evaluation of ptc. Company causality comment: a (B)(6) female consumer had essure (fallopian tube occlusion insert) inserted and died. The event death is regarded as unanticipated according to the reference safety information for essure. In this case, no information about the cause of death was provided. Although this case was reported with limited information, it was regarded as incident in line with health authority's assessment. A product technical investigation cannot be initiated as a batch number or sample was not provided thus resulting in an unconfirmed quality defect. Further information is expected.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 09-may-2017. This spontaneous case was reported by a regulatory authority and describes the occurrence of death ("death") in a (B)(6) female patient who had essure inserted for tubal ligation. On an unknown date, the patient had essure inserted. Death occurred in 2014. The reporter provided no causality assessment for death with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Company causality comment: a (B)(6) female consumer had essure (fallopian tube occlusion insert) inserted and died. The event death is regarded as unanticipated according to the reference safety information for essure. In this case, no information about the cause of death was provided. Although this case was reported with limited information, it was regarded as incident in line with health authority's assessment. Further information and product technical analysis are being sought.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 09-may-2017. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ("intense pelvic pain vas 9/10 (burning, needle in the anus, electrical shock, contraction sensation)"), fatal the second episode of cerebral haematoma ("second intracerebral hematoma"), the first episode of cerebral haematoma ("voluminous intracerebral hematoma"), appendicectomy and renal colic in a (B)(6) year-old female patient who had essure (ess202) (batch no. 12277701, 509028) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallbladder operation in 1999, delivery in 1999, delivery in 2001, delivery in 2002, umbilical hernia repair in 2003, abdominoplasty in 2004, nodule in 2004, abdominoplasty in 2004, termination of pregnancy - elective in 2005, threatened premature labor in 2001 and shoulder pain (post motor vehicle accident) on (B)(6) 2005. Concurrent conditions included anemia since 2001. Concomitant products included engerix b on (B)(6) 2007. On (B)(6) 2006, the patient had essure (ess202) inserted. On (B)(6) 2007, 3 months 5 days after insertion of essure (ess202), the patient experienced the first episode of malaise ("malaise, feeling of malaise impression that she could no longer feel her legs") and stress. On (B)(6) 2007, the patient experienced the first episode of muscle contracture ("cervical contracture with neck stiffness") with pain, headache, nausea and vomiting and musculoskeletal stiffness ("cervical contracture with neck stiffness"). On (B)(6) 2007, the patient experienced cervicobrachial syndrome ("left cervicobrachial neuralgia") and insomnia. In 2007, the patient experienced neck pain ("cervicalgia c5-c6 and c6-c7"). On (B)(6) 2008, the patient experienced headache ("left occipital headache"), peripheral venous disease ("left lower limb venous insufficiency"), the first episode of asthenia and breast pain ("right breast pain"). On (B)(6) 2008, the patient experienced paronychia ("left thumb paronychia") and the first episode of functional gastrointestinal disorder ("colonopathy") with abdominal pain and abdominal pain. On (B)(6) -2009, the patient experienced the first episode of back pain ("lower back pain"). On (B)(6) 2009, the patient underwent appendicectomy (seriousness criterion medically significant) with malaise and renal colic (seriousness criterion medically significant) with abdominal pain and nausea. On (B)(6) 2009, the patient experienced the second episode of malaise. On (B)(6) 2009, the patient experienced the second episode of functional gastrointestinal disorder ("colonopathy") with hepatic pain and abdominal distension. On (B)(6) 2009, the patient experienced the first episode of abdominal pain. On (B)(6) 2010, the patient experienced the second episode of abdominal pain ("right flank abdominal pain, hypochondrium sensitive"). On (B)(6) 2010, the patient experienced the second episode of back pain ("lower back pain"). On (B)(6) 2011, the patient experienced skin papilloma ("right hand wart near the fingernail"). On (B)(6) 2011, the patient experienced abdominal pain upper ("epigastric pains"). On (B)(6) 2011, the patient experienced the third episode of abdominal pain. On (B)(6) 2012, the patient experienced depression ("likely depression"), the first episode of pelvic pain ("abdominal pains more pelvic") and the second episode of asthenia. On (B)(6) 2013, the patient underwent varicose vein operation ("left varicosity repair"). On (B)(6) 2013, the patient experienced the second episode of muscle contracture ("cervical contracture"). On (B)(6) 2013, the patient experienced haemorrhoids ("hemorrhoid flare-up") and the third episode of asthenia. On (B)(6) 2014, the patient experienced proctalgia ("perianal pain (10 cm area, like electrical shocks)"). On (B)(6) 2014, the patient experienced the second episode of pelvic pain (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced the first episode of cerebral haematoma (seriousness criterion medically significant) with vomiting and headache. On (B)(6) 2014, the patient experienced the second episode of cerebral haematoma (seriousness criterion death). On an unknown date, the patient experienced anaemia with asthenia. By the time of death, the last episode of pelvic pain, appendicectomy, renal colic, headache, stress, musculoskeletal stiffness, cervicobrachial syndrome, insomnia, anaemia, neck pain, peripheral venous disease, breast pain, paronychia, the last episode of malaise, the last episode of functional gastrointestinal disorder, the last episode of back pain, skin papilloma, abdominal pain upper, the last episode of abdominal pain, depression, varicose vein operation, the last episode of muscle contracture, haemorrhoids, the last episode of asthenia and proctalgia outcome was unknown. The patient died on (B)(6) 2014 and the reported cause of death was intracerebral hematoma. The reporter provided no causality assessment for abdominal pain upper, anaemia, appendicectomy, breast pain, cervicobrachial syndrome, depression, haemorrhoids, headache, insomnia, musculoskeletal stiffness, neck pain, paronychia, peripheral venous disease, proctalgia, renal colic, skin papilloma, stress, varicose vein operation, the first episode of abdominal pain, the first episode of asthenia, the first episode of back pain, the first episode of cerebral haematoma, the first episode of functional gastrointestinal disorder, the first episode of malaise, the first episode of muscle contracture, the first episode of pelvic pain, the second episode of abdominal pain, the second episode of asthenia, the second episode of back pain, the second episode of cerebral haematoma, the second episode of functional gastrointestinal disorder, the second episode of malaise, the second episode of muscle contracture, the second episode of pelvic pain, the third episode of abdominal pain and the third episode of asthenia with essure (ess202). No further causality assessment were provided for the products. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71 kgs. Computerised tomogram - on (B)(6) 2014: voluminous intracerebral hematoma; on (B)(6) 2014: second intracerebral hematoma. Nuclear magnetic resonance imaging - on (B)(6) 2007: cervicalgia c5-c6 and c6-c7; on (B)(6) 2014: cauda equine syndrome, erroneous colonoscopy and endoscopy for transit problems and chronic anemia. (B)(6) 2013: normal pelvic MRI and CT scan ok. (B)(6) 2014: endoscopy + colonoscopy normal. (B)(6) 2014: duodenal biopsy normal. (B)(6) 2014: lumbar puncture with intradural steroids. (B)(6) 2014: consulted gyn (endometriosis?) + blood culture for post lumbar puncture syndrome. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3093 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Lot numbers and exp/MFR dates: lot number: 12277701 manufacture date: 2005/02 expiration date: 2007/01. Lot number: 509028 manufacture date: 2006/03 expiration date: 2007/11. Most recent follow-up information incorporated above includes: on (B)(4) 2017: update of quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.